Event description:
In 2008, a pt presented to hosp to deliver her baby. An infusion of pitocin 20 ml in 1000 ml lactated ringers was initiated at approx 4:45 am via baxter flo-gard model 6201 infusion pump at 2mu per hour. At 4:52 am, the nurse noted unreassuring fetal heart tracings and a prolonged uterine contractions. Pitocin was stopped on the infusion pump (the pump was turned "off") and interventions were provided to the pt. Once the pt's condition stabilized, the pitocin was restarted at 5:49 am (the pump turned "on") and patient experienced prolonged uterine contractions once again. At 5:54 am, the pitocin was turned "off" on the pump and the nurse noticed that although the infusion pump was "off" the pitocin continued to infuse. The tubing was disconnected for the pt, and the physician was notified with further interventions rec'd and implemented. The pt delivered at 13:11 without further incident producing a male. Patient discharged home with baby on the next day, at 13:20 in stable condition. The device involved in the occurrence has been sequestered, and an independent investigation to follow with representative of all parties involved be present during the examination. Dose or amount: pitocin 20 ml, frequency: 2mu per hour, route: IV - 041. Dates of use: 2008 at 5:54 am. Diagnosis or reason for use: augmentation of labor. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.